Event description:
It was reported that the patient¿s mother is requesting removal of the model106 device. She states that the patient¿s tissue is ¿eroded¿ adjacent to the generator site. More information was received on 08/31/2017 that the patient¿s lead is currently extruding out of the patient¿s skin and the patient is scheduled for explant on (B)(6) 2017. The lead itself starting to move and extrude out of the skin. The lead was rubbing against the skin at the generator site. The patient¿s lead was explant on (B)(6) 2017 due to extrusion and discarded after surgery. It was clarified by the surgeon¿s office that the patient did not have a current 106 generator implanted. MFR report # 1644487-2016-02346houses the explant of the old 106 generator due to infection that was confirmed to be a separate event from this lead extrusion. No additional relevant information has been received to date.